Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with malfunction of "manual tube release latch being out of position" was not confirmed or duplicated during product evaluation. Due to customer denial of the cost of repair estimate, no assignable cause was identified, no repairs were made to this pump and the device was returned un-repaired to the customer. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that the manual tube release latch was out of position; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department during service mode. It is unknown what process step that this malfunction occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.